Event description:
First use allergic reaction to product during treatment. Pt reported to be ok after medical intervention and finalization of treatment. Symptoms at oneset: decrease blood pressure 02 administered.